Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's relative reported via telephone call that the insulin pump alarmed for a motor error while changing the set. The relative did not know the blood glucose reading. The relative reported that the drive support cap appeared normal. The rewind process could not be completed. The relative was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The relative was advised that the insulin pump would be replaced and agreed to return the product for analysis.